Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system including a segment of an introducer sheath was returned for evaluation. The pusher wire exhibited a bend towards the proximal end of the wire. The touhy-borst was returned tight in place. The introducer sheath was returned in only one cut segment (segments contains the hub) as reported by the user. The returned sheath length measured at approximately 7.9cm (including the sheath hub). Part of the filter feet/legs and arms were returned exposed from the proximal end of the sheath hub. No other anomalies were noticed on the device. Functional/performance evaluation: the filter was pulled from the introducer sheath hub with some force and removed completely from the hub. All 6 legs/feet and 6 arms were present and intact. Several legs were crossed and one arm was bent. No other anomalies were identified. In addition, the hub of the sheath was sliced open and no anomalies were noticed inside the hub. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the sheath. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force can cause slippage of the threads and/or breakage of the hub and should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter deployment, the filter became stuck in the storage tube and could not be deployed. The new vena cava filter was prepped and deployed successfully. There is no reported patient injury.